Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of connector pin deformation was confirmed. The lead was not returned in its unopened package as a result it could not be determined if the connector pin was bent in field or in the package.

Event description:
It was reported that the lead connector pin was damaged. The lead was not implanted.